Event description:
It was reported the 355ld and dsg23 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the end of the jaw bent, so jaw would not open/close. There no consequence to the pt. 3/18/1998 additional info received from affiliate, the 355ld had "gasket damage" (partially tore) when the surgeon tried to pull out the dsg23 with bent jaw.